Manufacturer narrative:
The exchanged part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Event description:
It was reported that no compressed air comes out from the compressor. There was no pt involvement. (B)(4).